Manufacturer narrative:
An event regarding a revision surgery involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿a review of the provided medical records by a clinical consultant indicated: ¿no follow-up subsequent to (B)(6) 2013 and no examination of the explanted components are available¿there is no evidence the clinical situation and revision surgery were the result of factors of faulty component design, manufacturing or materials.¿ device history review: all devices accepted into final stock conformed to specification. Complaint history review: not performed as the reason for revision is unknown. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
Study coordinator had a discussion with the subject on (B)(6) 2015 regarding their study hip and noted that they went to a different surgeon to have their hip revised. Left hip.

Event description:
Study coordinator had a discussion with the subject on (B)(6) 2015 regarding their study hip and noted that they went to a different surgeon to have their hip revised. Left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.